Event description:
Reporter indicated to a manufacturing consultant, that one of their vns patient's was unable to have their generator interrogated. Programming systems were checked and ruled out as the cause of the communication issue. The patient does not feel stimulation and they do not have a voice change at programmed intervals. Revision surgery will be planned. Good faith attempts will be made for the explanted product for analysis.